Event description:
There was an injury as a result of using the 4341b. Something on the device broke off and was left in the patient. They stated that in 2004, during a thoracentesis procedure, the doctor pulled back on the needle and noticed the catheter had sheered all leaving about seven center meters inside the pt. The patient was sent to radiology to confirm the piece was inside the body. They stated the broken piece was removed from the patient six days later; both pieces of the product will be returned for evaluation. The pt was given antibiotics and is doing well rep further stated the pt has been in for several thoracentesis procedures in the past few months.